Event description:
The scd machine "turned from green to red" each time it was lowered to the floor. The user states that it appears there is a short in the cord. The device was sent to our biomedical department for evaluation.